Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 4 fr single lumen powerpicc catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A kink was observed in the catheter approximately 1.5 cm distal to the molded joint. The 0, 5, and 6 cm depth markers were observed to be faded. A microscopic observation revealed a split within the observed kink approximately 1.5 cm distal to the molded joint. The catheter surface surrounding this split was observed to be less lustrous, and whitening was observed at the corners of the split and along the kink in the catheter material. The fracture surfaces of the split were observed to be rough and granular. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the power PICC was placed via median mesothelial vein and secured u-shaped on (B)(6) 2020. Leakage was found on the catheter of the powerpicc when flushing the catheter. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported that the power PICC was placed via median mesothelial vein and secured u-shaped on (B)(6) 2020. Leakage was found on the catheter of the powerpicc when flushing the catheter. There was no reported patient injury.